Manufacturer narrative:
Product complaint # pc-(B)(4). The following information was requested, but unavailable: in the event description is sounds like 1 device had an issue. However, according to the impacted product page it says 3 products were involved. How many products were involved? If more than 1, what was the issue with the other two devices? How many devices will be returning? What was done to locate and retrieve the broken needle pieces? Did the patient experience any adverse consequences due to this issue? According to sales rep no further information were made available by customer. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominal closure on (B)(6) 2021and suture was used. During the surgery, the needle broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.